Manufacturer narrative:
Qc prior to the event was within lab-established ranges. Prior to service arrival, the customer changed the reagent straws, replaced the co2 membrane and bleached the flow cell per bci procedure. This resolved the issue. A field service engineer (fse) evaluated the instrument. Performance testing failed specifications and fse replaced the co2 alkaline buffer peri pump. A clear root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high carbon dioxide (co2) result generated by the unicel dxc 800 pro synchron clinical systems on one patient sample. When the anion gap alerted the lab of the issue, the sample was rerun on the other instrument in the lab. The repeated result was more believable and was reported out of the lab. The instrument suppressed the co2 result and did not report a value for one other sample. Only co2 was affected. The high result was not reported out of the lab. Patient treatment was not affected.